Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on 11-feb-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain, recuuring in (B)(6) 2020'), menorrhagia ('disabling haemorrhagic periods at work and at weekends') and post procedural haemorrhage ('after surgery for essure removal, haemorrhage due to sloughing of tissue, surgical revision') in a 46-year-old female patient who had essure (batch no. 50512918) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), papilloma viral infection ("papilloma virus infection"), nocturia ("bladder problem (getting up twice during the night)"), dizziness ("recurring dizziness"), fatigue ("chronic fatigue") and anxiety ("anxiety"). In 2019, the patient experienced menopause ("lightning-fast onset of menopause") and thyroid disorder ("started taking thyroid-stimulating hormone"). In (B)(6) 2020, the patient experienced uterine haemorrhage ("uterine blood loss"), abdominal distension ("bloating"), flatulence ("gas"), vulvovaginal mycotic infection ("two vaginal yeast infections"), uterine spasm ("uterine contractions"), dyspnoea ("shortness of breath"), abdominal pain lower ("stomach pain (pain spasms in lower right stomach)"), diarrhoea ("foul-smelling loose stools") and skin odour abnormal ("change in body odour"). In (B)(6) 2020, the patient experienced allergy to metals ("allergy to nickel present in excessive amounts"). On (B)(6) 2021, the patient experienced post procedural haemorrhage (seriousness criteria medically significant and intervention required), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced tendonitis ("tendinitis"). The patient was treated with surgery (novasure ablation on (B)(6) 2014, laser surgery on cervix, surgical revision under general anaesthesia and total tubal, ovarian, uterine and cervical hysterectomy to remove essure on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, menorrhagia, post procedural haemorrhage, uterine haemorrhage, papilloma viral infection, vulvovaginal mycotic infection, uterine spasm, dyspnoea, abdominal pain lower, dizziness, tendonitis, anxiety and thyroid disorder outcome was unknown, the allergy to metals, menopause and fatigue had not resolved and the abdominal distension, flatulence, diarrhoea, nocturia and skin odour abnormal had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, back pain, diarrhoea, dizziness, dyspnoea, fatigue, flatulence, menopause, menorrhagia, nocturia, papilloma viral infection, post procedural haemorrhage, skin odour abnormal, tendonitis, thyroid disorder, uterine haemorrhage, uterine spasm and vulvovaginal mycotic infection to be related to essure. The reporter commented: since 2019: numerous visits to osteopaths, acupuncture, hypnosis, physical therapists, endocrinologists, ent (ear-nose-throat) specialists, orthoptics, psychologists, rheumatologists. In (B)(6) 2020 osteopath believed the fallopian tubes were the cause. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2020: positive to nickel in excessive amounts. Bacterial test - in 2020: normal. Blood test - in 2020: normal. Ultrasound abdomen - in 2020: normal; in 2020: irritated colon. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain, recuring in (B)(6) 2020'), menorrhagia ('disabling haemorrhagic periods at work and at weekends') and post procedural haemorrhage ('after surgery for essure removal, haemorrhage due to sloughing of tissue, surgical revision') in a (B)(6)-year-old female patient who had essure (batch no. 50512918) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), papilloma viral infection ("papilloma virus infection"), nocturia ("bladder problem (getting up twice during the night)"), dizziness ("recurring dizziness"), fatigue ("chronic fatigue") and anxiety ("anxiety"). In 2019, the patient experienced menopause ("lightning-fast onset of menopause") and thyroid disorder ("started taking thyroid-stimulating hormone"). In (B)(6) 2020, the patient experienced uterine haemorrhage ("uterine blood loss"), abdominal distension ("bloating"), flatulence ("gas"), vulvovaginal mycotic infection ("two vaginal yeast infections"), uterine spasm ("uterine contractions"), dyspnoea ("shortness of breath"), abdominal pain upper ("stomach pain (pain spasms in lower right stomach)"), diarrhoea ("foul-smelling loose stools") and skin odour abnormal ("change in body odour"). In (B)(6) 2020, the patient experienced allergy to metals ("allergy to nickel present in excessive amounts"). On (B)(6) 2021, the patient experienced post procedural haemorrhage (seriousness criteria medically significant and intervention required), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced tendonitis ("tendinitis"). The patient was treated with surgery (novasure ablation on (B)(6) 2014, laser surgery on cervix, surgical revision under general anaesthesia and total tubal, ovarian, uterine and cervical hysterectomy to remove essure on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, menorrhagia, post procedural haemorrhage, uterine haemorrhage, papilloma viral infection, vulvovaginal mycotic infection, uterine spasm, dyspnoea, abdominal pain upper, dizziness, tendonitis, anxiety and thyroid disorder outcome was unknown, the allergy to metals, menopause and fatigue had not resolved and the abdominal distension, flatulence, diarrhoea, nocturia and skin odour abnormal had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, anxiety, back pain, diarrhoea, dizziness, dyspnoea, fatigue, flatulence, menopause, menorrhagia, nocturia, papilloma viral infection, post procedural haemorrhage, skin odour abnormal, tendonitis, thyroid disorder, uterine haemorrhage, uterine spasm and vulvovaginal mycotic infection to be related to essure. The reporter commented: since 2019: numerous visits to osteopaths, acupuncture, hypnosis, physical therapists, endocrinologists, ent (ear-nose-throat) specialists, orthoptics, psychologists, rheumatologists. In (B)(6) 2020 osteopath believed the fallopian tubes were the cause. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2020: positive to nickel in excessive amounts. Bacterial test - in 2020: normal. Blood test - in 2020: normal. Ultrasound abdomen - in 2020: normal; in 2020: irritated colon. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.